Event description:
Additional information received, clarified the patient did not experience loss of stimulation, the scs ipg was replaced due to "taking too long" to charge.

Event description:
It was reported the patient's ipg was no longer to be recharged. The date of event is unknown. As a result, the patient's ipg was explanted and replaced. The replacement ipg resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.